Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. The device history record for the reported lot number, 0202450303, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. All information reasonably known as of 8-jun-2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). The device was not returned.

Event description:
Fill volume: 241 ml, flow rate: 5 ml/hr, procedure: unknown, cathplace: central line access. A report was received stating the pump infused faster than intended. Additional information received 11-may-2017 stated the pump started at infusion center on (B)(6) 2017. The patient found the pump empty when he awoke the next morning. The pump lasted about 11-hours. The patient called the infusion center on (B)(6) 2017 to inform them of the incident. The patient did not receive his next scheduled dose of chemotherapy on (B)(6) 2017. On (B)(6) 2017, the patient was admitted to the hospital for severe neutropenia and stomatitis. The patient had since been released from the hospital. This reported pump was filled at and delivered to the infusion center close by. The pharmacy has already went through their internal processes of preparing the pump and found no usual events related to dispensing this pump. No additional information was provided in regards to the patient's status.